Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer was advised to put the device into storage mode before returning it to tandem, and a replacement pump was sent. The customer opted for multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted during this process.